Event description:
A cancer pt came in for a cat scan. The suspect device result was 70 mg/dl. Controls were in range. The reporter didn't want replacement product and is not returning the device for evaluation. They felt the issue was strip dosing.